Event description:
The following was reported to davol by the pt: date:(B)(6) 2008 - pt was implanted with a bard perfix plug during a left inguinal hernia repair procedure. Also, during this procedure a lymphoma was removed. Date: (B)(6) 2011 - pt underwent a surgical procedure for removal of impacted nerves in the groin area as well as removal a 3 cm size lymphoma from the spermatic cord. Date: (B)(6) 2013 - pt underwent a varicocele repair surgery. During this procedure, the right and left inguinal area was examined and the bard perfix plug was not removed. Pt was given a lidocaine injection for pain treatment. Date: (B)(6) 2013 - pt underwent surgical spermatic cord cleaning and testicle examination procedure. Pt was scheduled to undergo a surgical procedure for removal of three nerves in the inguinal area due to damage. This procedure was canceled and the pt has scheduled a meeting with his surgeon to discuss treatment options, including possible removal of the mesh. The pt reports that since implant he continues to experience nerve pain, nausea, and pressure at the implant site.

Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No med records have been provided and the mesh remains implanted. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.